Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient presented with a slipped flap, straie, and epithelial ingrowth in the left eye one day post uneventful lasik. The patient had a flap lift and will return at a later date for follow up. Additional information has been requested.